Manufacturer narrative:
H4: the lot was manufactured in september 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. A leak was observed from an unspecified location further described as, ¿the cycler set had a leak and there was liquid underneath the device¿, which led to the alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.